Event description:
Microclave noticed to be leaking and immediately replaced with a new one. Since it was in use on the patient, the original package was not saved. Identifying numbers obtained from the same type of device, but not original package. It has an adapter to connect IV tubing to the patient's IV. I don't have the original packaging, but I do have a package of the same supply. There wasn't any harm to patient.